Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error 13-1033-149. Technical support: 1. Reflash software. 2. Perform calibration and accuracy task. 3. Perform pm. 2. If error still occurs, replace logic board.. 3. Return the module to the factory. Recommended re-flash software on the pump. If flashing software does not fix the problem, kristi will replace logic board. A review of the device history record showed the device had a manufacture date of 03aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Reflash software. 2. Perform calibration and accuracy task. 3. Perform pm. 2. If error still occurs, replace logic board.. 3. Return the module to the factory. Recommended re-flash software on the pump. If flashing software does not fix the problem, kristi will replace logic board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 13-1033-149. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 13-1033-149. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 13-1033-149. There was no patient involvement.